Manufacturer narrative:
Results: one sealed sample was returned for evaluation. A visual inspection of the returned unit revealed that the sealed product had no cap (shield). A review of the device history recorded revealed no irregularities during the manufacture of the reported lot # 5327587. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes two potential scenarios that could have caused the reported issue: the cause could be during the needle assembly process (B)(4). This process is performed in the (B)(4) plant and shipped to (B)(4) as a fully assembled needle with shield. The cause could be during the needle packaging process (B)(4). During this process the assembled needle is moved through a vibratory bowl/rail. This movement of the assembled needle could cause the needle shield to fall off if the shield pull off force is low. Complaints received for this product and condition will continue to be tracked and trended. Bd (B)(4) will continue monitoring our manufacturing processes to ensure product quality.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 18 g x 1 1/2 in. Bd safetyglide needle did not have a cap and when a nurse reached into the box, she was stuck with a clean, uncapped needle. The needle stick injury occurred before patient use and there was no blood or toxic medication exposure. However, the nurse involved was concerned about the needle stick and went to an urgent care facility where she received lab work. The lab results were negative and no prophylaxis or any other medical interventions were provided.